Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was getting the christmas tree and the pump was in his pocket. The customer stated that he was about to eat lunch and none of the buttons were working. The customer stated that nothing was happening all of a sudden. The customer stated that when he pressed the buttons, everything came at once. The customer stated that the up arrow is working properly. The customer stated that there was no issue with the light. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.